Event description:
The tech alleged that when the brakes were set the foot end brake casters would not hold.

Manufacturer narrative:
The tech installed a steering module upgrade kit to resolve the issue.